Event description:
It was reported that the patient¿s controller application would no longer open resulting in the patient deleting and reinstalling the application. The ipg was set to MRI mode prior to the application being deleted causing the communication between the ipg and controller to be lost. Due to the ipg being in MRI mode the ipg was not about to be paired using the external magnet. A manufacture representative attempted to re-established connection but was unable to resulting in the ipg being deemed inoperable. Surgical intervention may take place on a late date.

Manufacturer narrative:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.

Event description:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.

Event description:
Additional information received indicates the patient¿s ipg was explanted and replaced on (B)(6)2022 resolving the issue.

Manufacturer narrative:
An inoperable implant was reported to abbott. The system was set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. A rep reports that this patient had an MRI and he put his proclaim into MRI mode then his ipod broke so nobody could take it out of MRI mode so he had to get a new ipg. Therapy restored. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
The fsca number is included in this report. A patient unable to disable MRI mode and activate therapy was reported to abbott. Troubleshooting steps did not resolve the issue. The ipg was replaced to reestablish therapy. Based on the information received, the event is consistent with the loss of the bluetooth pairing bond while in MRI mode. As a result of this finding, abbott is performing further investigation.